Manufacturer narrative:
Per tandem's t:slim user guide: "check that your connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected after dropping the pump. Reportedly, the customer felt that the connection became undone due to the connection not being tightly secured due to user error. The connection was reconnected and insulin deliveries were resumed. Blood glucose was 116 mg/dl.